Event description:
A nurse reported that occasionally they encounter a problem where the first half of the product can easily be pushed through the cannula, then it stops approx halfway. It requires extra pressure to release the rest of the product. No pts have been harmed. They have been able to use the product in all cases except for one. In that one case, they used a different unit. The senior physician suspects that the cannula has an inconsistent thickness.

Manufacturer narrative:
The product was not returned for eval. Device history record review revealed product met release criteria. Retention samples were tested; there were no abnormal findings. There have been no other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).